Event description:
It was reported that the left ventricular (lv) lead appeared to be pulled back and out of the coronary sinus. The lead showed no capture in any configuration and had previously been turned off. The lead was capped and not replaced during a system downgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).